Manufacturer narrative:
(B)(6). Device evaluated by manufacturer; the imaging window was partially detached from the lapjoint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Windup was encountered in the triple heat shrink area of the telescope. Ic windup began 3.20 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at proximal wave form. Image characterization could not be performed due to the partial detachment observed in the lapjoint section. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. The imaging window was partially detached from the lapjoint section. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. The imaging window was partially detached from the lapjoint section.

Event description:
Reportable based on device analysis completed on 02feb2021. It was reported that lost image occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. During the intravascular ultrasound check the image was lost. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, during the device analysis revealed a detached imaging window from the lapjoint.